Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01481.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician was unable to advance the catrx past the distal tip of a non-penumbra guide catheter and, therefore, the catrx was removed. The physician then attempted to advance a new catrx, however, the same issue occurred and the catrx was unable to advance past the distal tip of the guide catheter. Therefore, the catrx was removed. The procedure was completed using a balloon angioplasty and stent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being updated on this follow-up # 01 MFR report: 3005168196-2019-01480. 1. Section h. Box10. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01481.